Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on one lead and high and low impedances on the other lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.